Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the stylet could not go down to the end of the lead and was unable to position the lead. Another lead was used. Patient was stable.

Manufacturer narrative:
The stylet insertion test was performed, and the inner coil was found clogged with blood/tissue. The stylet was stuck at 54.1cm from the connector pin. This is consistent with the observation from the field of an inability to insert the stylet into the lead. Analysis was normal. No anomalies were found.